Event description:
It was reported that during the implant attempt, the left ventricular lead could not be positioned due to patient anatomy. It was noted that the lead also pulled back with slitting. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood/body fluid was found on the distal conductor.